Event description:
Nurse found leakage of milk from tubing during delivery. It was quickly determined that there was a hole in the section of tubing that allows for flow to happen: (flow control valve internal to tubing set, colored orange)where the drip icon is embedded on the tube.